Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: FreeStyle Libre 2 Plus.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose readings differ between the controller and the finger prick test. The patient stated the finger prick reading was 15 mmol/L (270 mg/dL) while the controller showed 4.8 mmol/L (86.4 mg/dL) and 5.2 mmol/L (93.6 mg/dL). The patient stated they are in the hospital on a sliding scale because the controller is not working and the patient was advised to turn it off. The patient was not willing to provide any additional information regarding the incident that led them to being hospitalized. The patient¿s symptoms, diagnosis, and treatment were not provided. Good faith attempts are being made to request additional information. If further details are provided, a supplemental report will be submitted.